Manufacturer narrative:
This report is for one unknown lot number. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed and no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (357.369 blade guide sleeve). The 357.369 blade guide sleeve (subject device) and 357.371 buttress/compression nut are instruments routinely used in the titanium trochanteric fixation nail system per the technique guide. The devices were returned and reported to have become cross threaded together. This condition is confirmed; the buttress/compression nut is firmly stuck two centimeters down the threading from the proximal end of the blade guide sleeve (subject device) and cannot be dislodged with a reasonable amount of force. The buttress/compression nut was manufactured in 10/2011 and is over three years old. The balance of the nut is in fairly worn condition with several scrape marks along the knurled outer edge. The balance of the sleeve (subject device) is in fair condition with a couple of threads that appear to be deformed. The associated drawings for the subject device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned devices does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that several years of use and sterile processing cycles has led to this complaint condition. Rough handling during surgery or in sterile processing may have also contributed to this condition. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) surgery, the outer sleeve and buttress nut cross-threaded. It was reported that after surgery was successfully completed both parts got stuck together discovered on back table and would not come apart. No surgical delay was reported and patient/status outcome was fine. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.